Event description:
It was reported that during routine device change out procedure, the proximal setscrew for the rv lead was stripped. The physician was unable to unscrew the setscrew. The physician had to use the medical adhesive to glue the hex wrench to the setscrew to unscrew it. The lead was working fine with the new device. There were no adverse events to the patient.

Manufacturer narrative:
The reported stripped set screw for right ventricular lead was confirmed in the laboratory. The device was tested on the bench with a new set screw and no anomaly was detected.